Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a no delivery alarm. Customer reported rewinding the insulin pump and going through several reservoirs. The customer also reported they had a leak at the top of the reservoir upon removal from the insulin pump. Customer's blood glucose was 20 mmol/l at the time of incident. The customer also reported the rubber septum was the source of the leak. The customer agreed to return the insulin pump for analysis.